Event description:
It was reported that the insulin pump was giving multiple motor error alarms. The customer also had a high blood glucose of 18.4 mmol/l. Troubleshooting was performed. Found that the drive support cap was loose. It was stated that the customer never pressed on the drive support cap. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.